Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Per additional information, a us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes from the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed griamconolome cream for the skin irritation. Follow up indicated that the cream helped the skin irritation to improve. A us distributor contacted zoll to report that a patient developed a red, itchy, and burn-like skin irritation under the electrode from the lifevest. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone-acetonide for the skin irritation. Follow up indicated that the skin irritation to improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, and burn-like skin irritation under the electrode from the lifevest. Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed triamcinolone-acetonide for the skin irritation. Follow up indicated that the skin irritation to improved.